Manufacturer narrative:
The investigation determined that higher and lower than expected phyt results were obtained on two different phyt microslide lots using a vitros tdm quality control fluid and a non-vitros biorad quality control fluid on a vitros 5600 integrated system. The assignable cause of the event was likely analyzer related. Results of pre-service within-run precision tests were unacceptable indicating the vitros 5600 system was not performing as intended. An ortho fe performed service actions which included cleaning of the microslide incubator and the immuno wash fluid (iwf) module; the replacement of the microslide incubator evaporator caps and performing all associated adjustments. Following service actions, the fe repeated a within run precision testing and obtained acceptable results. Service actions returned the vitros 5600 system to the intended performance. In was concluded that since two vitros phyt reagent lots exhibited imprecision, a reagent issue is not a likely contributor to the event.

Event description:
The investigation determined that higher and lower than expected phyt results were obtained on two different vitros phyt microslide lots using vitros tdm lot h5125 quality control (142, 158 umol/l versus expected 112 umol/l) and non-vitros biorad lot 40933 quality control fluid (66.91, 67.23, 68.21 umol/l versus expected 88.5 umol/l) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros phyt results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).